Event description:
Additional information was received via a consumer. It was noted that this was the second time the pump had run out. Refer to MFR report # 3004209178-2018-06358 regarding previous event. The patient¿s pump was refilled in the afternoon of (B)(6) 2018. An (B)(4) regarding a physician/clinician bolus in progress was displayed via the personal therapy manager (ptm). It was noted that the patient had contacted to the healthcare provider¿s office and was told the physician bolus would last 32 hours. The reporter¿s inquiry was resolved at the time of the report. No patient symptoms occurred.

Manufacturer narrative:
Refer to MFR report # 3004209178-2018-06358 regarding reverence to previous event (pump had run out). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was not reported. The reason for use was spinal pain. It was reported that there was an empty reservoir alert/code of 8286 on the personal therapy manager (ptm). The issue occurred on (B)(6) 2018. The patient is due for a refill and one is scheduled. The patient stated he is due for a refill ¿this month¿ but does not know the date. The patient was redirected to the healthcare professional (hcp) for refill and the code on the ptm. There were no symptoms reported. There were no further complications reported/anticipated.